Event description:
Dexcom 7 sensor is horrible! I'm always losing signal even if the phone is right next to me. It doesn't last the full ten days. The reading is not accurate half the time. I see that the FDA sent a warning letter to dexcom about the faulty sensors and instead of improving they've gone downhill. Somebody in malaysia is not doing quality control. It's ridiculous and it's going to kill somebody if it's not taken care of.